Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.

Event description:
The patient was admitted for a procedure in 2008, for stenting in the ostium of the left renal. It was noted that the ostium was tight and calcified when the wire crossed the lesion. When attempting to cross the palmaz genesis aviator stent, it got hung up on the calcium and prematurely deployed. The stent remained in the patient's right hypogastric artery. The patient was noted to be in stable condition.